Manufacturer narrative:
(B)(4). This lot was manufactured from may 30, 2014-june 4, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black mark was located on the reservoir of a small volume intermate. The device was filled with the drug, colistimethate. This occurred prior to reaching the end consumer, there was no patient involvement. There is no additional information. This is report 2 of 3.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.